Event description:
After implanting the lens, the surgeon noticed that the leading haptic was detached from the optic. He enlarged the incision to remove and replace the lens with no consequences to the pt.